Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Capsular contracture - patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant rupture, and it is one of the most common reasons for reoperation.

Event description:
Healthcare professional reports a right side capsular contracture, baker grade iii/IV. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and others, underweight, a flat crease and missing a piece of shell (0-25%). A microscopic analysis was performed which identified a striated break on the anterior. Based on the device analysis the final assessment is: a striated break due to surgical damage consistent in the use of some surgical tool and missing shell due to inconclusive.

Event description:
Healthcare professional reports a right side capsular contracture, baker grade iii/IV and rupture. The device has been explanted.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling.

Event description:
Additionally, healthcare professional reports rupture.